Event description:
It was reported that the pt had a hip done over ten years ago and no medical records were given. The pt was dislocating so surgeon did a poly swap and head exchange and put a constrained liner in for stability.

Manufacturer narrative:
It was noted that the pt kept the implants and the hospital was unwilling to provide additional info. The lot code provided was invalid. In this case, failure cannot be confirmed as no devices or medical records were provided. Discoloration is a known possible adverse effect of total hip arthroplasty, as stated in the instructions for use.